Event description:
It was reported respiratory distress led to death. A left atrial appendage (laa) closure procedure was performed. A watchman closure device was successfully implanted. After the procedure, when the anesthesiologist was extubating the patient, they went into respiratory distress. Cardiopulmonary resuscitation (CPR) was performed and the patient spent the night in the intensive care unit. The patient expired the night after the procedure.